Manufacturer narrative:
This out-of-service lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was surgically abandoned (it remains implanted but out of service) and replaced during a routine device replacement procedure due to low r wave amplitude of approximately 3 millivolts. No other adverse patient effects were reported.